Event description:
Pt had been receiving er1 (error 1) messages on pt freestyle meter ever since they bought it in 2002. Customer was experiencing hypoglycemia and was transported to the hosp for admittance. Method of treatment was not captured during the call.